Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and impedance with a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rise in impedance was on the pacing portion and the rise was slow and steady. It was also reported that the lead does not capture at maximum output.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv pacing lead was rising. Beginning (B)(4) 2014, rv pacing impedance measured 3116 ohms which has been slowly trending upward since oct13.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469 competitive implantable pacing lead, (B)(6) 2003. (B)(4).